Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the (B)(6) esheath+ was exchanged for a medtronic (non-(B)(6)) sheath. The operating team attempted to snare the valve for removal but was unsuccessful. It was then attempted to deploy the valve in the distal abdominal aorta, and this was also unsuccessful. The valve was partially expanded with a non-(B)(6)balloon. A palmaz stent was delivered within the valve, but the palmaz would not adhere to the balloon and became separated. Eventually, the valve and palmaz stent were positioned side by side in the abdominal aorta, distal to the renal and above the iliac bifurcation. The palmaz was expanded to contain the valve. During this time, there was significant blood loss at the access site with hemodynamic instability leading to a transfusion protocol. Per the fcs, the blood loss was attributed to the use of multiple catheters and instruments through the hemostatic valve of the medtronic sheath, making it incompetent. The access site was closed with additional closure devices and a covered stent. The vitals were stabilized and hemostasis was achieved. A second valve was successfully deployed in the aortic annulus. Per report, the patient is doing well and recovered. There was no allegation of any (B)(6) device that caused the access site bleeding and hemodynamic instability. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).